Event description:
I underwent prepectoral breast augmentation with mentor memory gel silicone implants in (B)(6) 2015. Since that time I've been diagnosed with diffuse granulomatosis of lungs, hair lymphadenopathy, axillary lymphadenopathy, and hypothyroidism. I have been diagnosed with raynaud's disease, which is now severe. I also began to suffer with diffuse hair loss, for which I have undergone testing with no physiological cause found. I have frequent swelling of wrist and finger joints, severe joint pain, frequent debilitating headaches, frequent palpitations and heart rhythm disturbances, dry eyes, blurred vision, diffuse pruritus, and transient red rashes on trunk. I have constant fatigue that has significantly impacted my life. These problems began gradually after my surgery, and they have continued to worsen. I have severe pain in right breast, and I was recently found on exam to have capsular contracture in bilateral breasts, more severe in right breast.